Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain and rsd/causal gia-complex regional pain syn. It was reported the patient had to use the patient programmer (pp) to turn on implant after recharger session. They also claimed when turning on ipg after recharge, she experienced an initial jolting sensation. It was unknown the factor that might led to this issue. Troubleshooting included rep asked patient to show rep how to recharge. Patient put the probe on her implant and pressed the off button on the side of the recharger remote before then pressing the green recharge button. It was noted after a full shaded coupling was realized, they disconnected and powered up the ipg on and off 3 times. The result was rep believed patient powered off the recharger before recharging which caused the ipg to be off afterward. In regarding to jolting sensation patient claimed, they turned the ipg on and off 3 times during session, not once, did they observe a jolt. It was noted the action/intervention were taken to resolve those issue included interrogated ipg and found all impedances to be fine, stim diary indicated regular use. It was mentioned ipg was on 94% of the time since implant and coupling history was fine. They stated stim use was over 28,000 hours since implant. They spoke with rep for wanting a new recharger. The issue wasn¿t resolved at the time of this report. Additional details about what happened to patient or product relevant to this event was documented. Patient claimed that after every recharge session, the device turned off and she had to take the patient programmer (pp) to turn the device back on. It was noted when turning the ipg back on after a recharge session, patient claimed to have a jolting sensation for a few seconds. The patient was there with her husband while the rep performed analysis, rep asked patient showed rep how to recharge. Patient put the probe on her ipg and rather pushed the green button to initiate the recharge, she pressed the off button on the side. Patient pressed the recharge button and the probe linked to the ipg with all boxes shaded indicated a good coupling. Rep mentioned to patient that she might not want to press any button on the side of the recharger and went immediately to the green button. Rep mentioned that patient was likely turning the ipg off when patient claims to have needed to turn it on after charge and patient was disagree. They noted after the recharge coupled, they disconnected and had patient turn her device on and off 3 times. During none of these 3 attempts did any jolting sensation occurred. Patient still felt issue existed. Rep talked with technical support and told them rep checked everything- ran satisfactory impedance check, noted that device since implant had been on over 28,000 hours, good coupling and regular recharging were successful, and the stim diary showed 94% on time use. They possibly sent patient another recharger to satisfy patient complaint. Additional information was received from rep on 2019-feb-20. Rep stated that paresthesia was positional due to a cervical implant. Rep noted that this was not a problem and asked for a recharger. It was reviewed a recharger was not going to resolve this issue, but rep wanted to try anyway. A replacement recharger would be sent. No further complication and event were reported.

Manufacturer narrative:
The aware date of information from representative is corrected to april-01-2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from representative was received. Rep stated that physician was aware and patient had been removed from the practice for various justifiable reasons. It was noted a replacement recharger was sent to patient. No further complication and event were reported.